Manufacturer narrative:
Batch review performed on 16 november 2023. Lot 2000333: (B)(4) items manufactured and released on 20-may-2020. Expiration date: 2025-may-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with 1 similar reported event during the period of review.

Event description:
The surgeon noted radiolucent lines on radiographs 1 year after surgery and diagnosed mild stem loosening on the left hip in zone 1/7/8. The patient does not complain of any pain or discomfort. Revision surgery is not planned. The patient will be monitored. Note: patient is bilateral.

Manufacturer narrative:
Clinical evaluation performed by clinical affairs department on (B)(6) 2024 almost 1 year after a primary tha, using quadra-p implant, stem radiolucencies were noticed by the surgeon during a post-op x-ray check. No clinical information about the patient was reported and no revision surgery is planned. From the available x-rays images, radiolucency lines are appreciable around the proximal femur, in both the ap and lateral views, and also a slightly shortened leg (or perhaps subsidence of the stem secondary to loosening). As the immediate post-op images are unavailable, no comment can be made on the development of the radiolucent lines. This short term outcome is very rare and surprising and we are unable to make a reasonable forecast of the possible evolution.